Event description:
Patient was receiving 5fu chemo through a cadd pump. The therapy started and it was to run for 46 hours. 5fu therapy ended 3 hours earlier than expected. It is believed that either the chemo bag was not filled all the way or that the cadd pump was pumping the medication at a faster rate than programed (2.2ml/hr). Cadd pump was sent to biomed for troubleshooting.